Event description:
Product information product type: medical device brand name: varon nt-05 portable oxygen concentrator manufacturer: varon / hongkong maida technology co., limited (also marketed as ttlife) customer service contact: customerservice@oxygeneratorsale.com problem description I am filing this report on behalf of my mother, (B)(6), a dialysis patient who uses supplemental oxygen daily. My mother purchased the varon nt-05 portable oxygen concentrator for use during transport to and from dialysis appointments (approximately 3 miles from home, three days per week). She used the device at level 3, the setting at which it had previously functioned adequately. On or around (B)(6) 2026, after approximately 10 minutes of use at level 3, my mother experienced cyanosis (lips turned blue), pallor, and near-syncope while in a moving vehicle. She was unable to access her medical-grade rental concentrator during this episode. Her husband directed the vehicle's air conditioning at her face to prevent loss of consciousness. Upon returning home she was placed on her rental unit and recovered. This was a life-threatening event. When we contacted the manufacturer (ttlife customer service, case#: (B)(4)), their representative disclosed -- after the adverse event -- that the nt-05 produces only 32% oxygen concentration. Medical-grade oxygen requires a minimum of 87% purity. This information was not disclosed at point of sale, and the device was advertised as a functional oxygen concentrator suitable for patient use. The manufacturer has refused to repair or replace the unit, characterizing the failure as normal "wear and tear" on molecular sieves despite fewer than seven months of actual use (approximately 1 hour per day, 3 days per week). This failure pattern is consistent with the existing maude adverse event report MDR #(B)(4) (report number mw5157198), which documents that the varon vp-2 / nt-2 model fails to deliver advertised oxygen flow rates. Independent technical testing of varon portable concentrators has also found oxygen purity drops to between 28¿52% at settings above level 1 -- levels that are dangerous for patients requiring supplemental oxygen therapy. Patient information age: elderly (exact age available upon request) sex: female medical conditions: renal failure (dialysis patient), requires supplemental oxygen outcome: cyanosis, near-syncope; recovered after accessing medical-grade rental unit hospitalization required: no (recovered at home) medical documentation: incident expected to be documented in patient medical record at physician appointment on (B)(6) 2026 reporter information name: (B)(6) (daughter, filing on behalf of patient) email: (B)(6) relationship to patient: family member / authorized representative requested action we request that the FDA investigate the varon nt-05 and related varon portable oxygen concentrator models for failure to deliver advertised oxygen concentration and flow rates, and evaluate whether the manufacturer's marketing and labeling complies with 21 cfr part 801. We also request that this report be added to the maude database and cross-referenced with MDR #(B)(4).